Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the handle was broken between the anvil. On the top of the anvil were noted marks of impact and damage around the edge. The most likely cause of this condition is excessive force/friction during use or insertion. Function testing was not performed due to the damage to the device.

Event description:
On 05/09/2023, it was reported by a sales representative via sems that an ar-9233 pegged glenoid broach and an ar-9236-03pp glenoid trial broke. This was discovered during a case, device breaks during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.